Manufacturer narrative:
D9 - device available for evaluation updated from yes to no. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. One sterile device was received. Teh device was tested and no issue was noted. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the device was misaligned, not fully connected or tightened, or that the port was compromised, resulting in the reported loose or intermittent connection; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date: the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.